Event description:
On april 14, 2022, the patient reported to the rep information previously reported while in pre-op for a pump implant. It was noted the paralysis of their legs had resolved but the pt was still having minor numbness that was not affecting their gait or ability to ambulate. The pt also reported they were currently on blood thinners (medication, dose and whether or not they discontinued them prior to surgery or when they restarted them after surgery were not provided by the patient). The entire scs system was removed on (B)(6) 2021 and the devices were discarded.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead correction: img coding corrected to g02002 and g02025. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated event description: pt presented to ed on (B)(6) 2021 with back pain and numbness in ble. Pt was found was suspected to have hematoma. Taken to or for decompressive thoracic laminectomy for hematoma. The clot was significant, decompression was done, stimulator was placed on top of dura without compression and secured. Patient went to the pacu following. Initially, patient was okay but then began to decline with high bp, and minimal movement in her legs. Stat MRI ordered. MRI showed focal hematoma extending from subcutaneous layer, through the fascia, to epidural space and compressing spinal cord stimulator and spinal cord. Patient taken back into the or to evacuate hematoma and device was removed. Patient has stayed in the hospital and is showing improvement each day with more and more sensation. No additional updates provided sing this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient presented to the ed on (B)(6) 2021 with back pain and numbness in ble. It was noted the neurosurgeon wanted to get an MRI due to suspicion of hematoma but the patient did not have the stimulator programmer with them at the time. The device needed to be turned off prior to MRI. The neurosurgeon felt that taking the patient into the or was imminent. The risks were explained to the patient. The patient was taken to the or for re-exploration due to progressive neurological decline. There was found to be an obvious epidural hematoma under the stimulator lead. An attempt to evacuate hematoma was done, the clot was thick and hard to irrigate. A small catheter was able to be passed and the clot was irrigated. With wide decompression well above the stimulator the surgeon did not remove the device. The surgeon felt the hematoma was the cause of the pain and would provide relief post op due to removal. The patient went to the pacu following. Initially the patient was improving, blood pressure began to climb and neurologically declined. The patient had no movement in hands/feet. The patient's family arrived with the programmer and the surgeon was able to turn device off. An MRI was ordered. The MRI showed focal hematoma extending from subcutaneous layer, through fascia, to epidural space and compressing spinal cord stimulator and spinal cord. The patient was taken back to the or to evacuate hematoma and the device was removed. The patient stayed at the hospital and showed improvement each day with more and more sensation. Due to removal of device, patient was withdrawn from study. The doctor and principal investigator did not believe the ae was device related, rather a surgical risk in general.